Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, lot# n264319008, implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (2000 mcg/ml at 724.7 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that a fluid collection was observed in the pump pocket on (B)(6) 2017. The pump pocket was opened and the fluid was reportedly tested for infection. It was suspected that the fluid was cerebrospinal fluid (csf). The catheter was inspected and did not show any signs of fracture or dislodgement, so the entire catheter was removed and replaced on (B)(6) 2017. It was unknown whether any environmental, external, or patient factors were thought to have led or contributed to the issue. The issue was considered resolved, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-aug-25. It was reported that the fluid was not thought to be due to infection, but was suspected to be csf. It was confirmed that the old catheter was entirely removed and would not be returned to the manufacturer.